Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer changed the pump supplies and resumed insulin delivery to address the elevated bg and occlusions. Reportedly, the customer went to urgent care at the time of the elevated bg where they performed blood work and tested for ketones. The customer did not receive any sort of medical intervention at the urgent care.